Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited backup vvi operation. After a device firmware download, normal function resumed. No patient symptoms were reported.